Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen screen on full segment display due to a faulty component on the interface board. The device was received with scratched screen and cracked reservoir tube lip.

Event description:
It was reported that the customer dropped the insulin pump and right after the device displayed an error message. The battery was changed, but after the countdown it shows a black rectangle box. The customer was shopping and experienced lows, but she stated it was because she was not eating as she should. The blood glucose reading was 65mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.